Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker exhibited undersensing. Moreover, it was noted that the patient had multiple episodes of rhythm iq. Boston scientific technical services (ts) explained this could not be the best feature for the patient as there were gaps in conduction and some episodes that were very long which means patient was in dual chamber pacing (ddd) for long period of time. Ts then suggested reprogramming. The device remains in service. No adverse patient effects were reported.